Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set occlusion associated with an improperly seated cannula during a supply change, which resulted in insulin leakage and subsequent hyperglycemia with a reported blood glucose high of 390 mg/dl for about three hours; insulin delivery resumed after guided replacement of the set. Symptoms included hyperglycemia. Outcomes included no use of backup therapy and no need for professional medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user technique error during site insertion that led to interrupted insulin delivery. It was concluded that the event was attributable to user error, and the issue resolved after proper infusion set replacement.